Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel. The handpiece failed for rotation, water spray (no air), water spray (with air), cut, and sheath rotation. When quality personnel attempted to run the attachment, technician noted that the bur did not rotate when motor was running. After several attempts, the attachment was declared to be inoperable. During examination after disassembly it was noted several internal components of the head assembly displayed slight debris. Also, slight wear was noted on inner drive components. Inner drive components appeared to be dry and lacking in lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the increase of temperature reported in the complaint.